Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia, lens was explanted during secondary procedure. Lens was replaced with non company lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. Method code 3331 was an error on initial report. It should have been b22. The product was returned for analysis. Iol returned in sample container. Solution is dried on both surfaces of the optic and haptics. A brown blood like substance is present on the lens. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution and a brown blood like substance dried on both surfaces of the optic and haptics. The observed damage is consistent with lens having been explanted. All iols are 100% cosmetically inspected as per approved manufacturing procedures. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).